Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed a decrease in right ventricular (rv) lead pacing impedance. It was noted that the rv lead had dislodged. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable.